Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to moisture damaged keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratches on the display window, a broken belt clip slot, and a broken reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 217 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.